Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic during follow up when the device was post-sensed t-wave oversensing on the ventricular channel. The patient received inappropriate hv therapy. The oversensing was noted on a stored egm. The device was reprogrammed.